Event description:
Customer states they were doing a venous access on a patient using 4f stiff micro introducer kit. While they were putting the introducer on the wire, it (the introducer) appeared to have sheared off of the tip. They were unable to retain it from the patient subcutaneous tissue. No harm noted to the patient.